Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoviewhempro vh-3500 c-ring "broke." A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). A lot history record review was completed for lots 25154919, 25154598, and 25153858; the last 3 lots shipped to the account prior to the event date. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 11feb2021 . An investigation was conducted on 12feb2021. A visual inspection was conducted. Signs of clinical use was observed and blood was observed on the c-ring, handle and shaft. The c-ring was observed to be cut in half longitudinally with signs of melting near the flanking curved areas. The scope wash tubing attached with a syringe and retention rib remained attached to the cannula. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. No other visual defects were observed. Based on the returned condition of the device and the evaluation results, the reported failure mode "break; c-ring¿ was confirmed.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoviewhempro vh-3500 c-ring "broke." A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The lot # 25153858 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hempro vh-3500 c-ring "broke." A replacement device was used to complete the procedure. The hospital did not report any patient effects.